Event description:
Customer reports that the "unit came into shop with staff indicating a "constant alarm". Upon charging the unit enough for it to power on, it displayed error 28 which is a keypad error. Upon further inspection, the display had a liquid on it inside of the housing." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log could not be reviewed, log not available. This complaint is being opened from a self-serve customer report. The reported device was not sent to france for investigation as repairs were carried out locally by nsh canada. Upon charging the unit enough for it to power on, it displayed error 28 which is a keypad error. Upon further inspection, it was found that the display had a liquid on it inside of the housing. After several attemps, no more information was provided about performed repairs. Without further evidence to confirm the defect, the reported event could not be confirmed and the root cause remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.